Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction to h6 to remove tamponade coding

Event description:
It was reported during implantable cardioverter defibrillator (ICD) system implant procedure that the patient had cardiac tamponade and fluid was drained from the heart. The patient passed away the next day. The cause of tamponade as well as the cause of death was not provided. There is no known allegation that suggests that the death was related to the implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.